Event description:
It was reported that the patient presented in the operating room for an implant procedure of pacemaker system. During lead repositioning, the physician twisted the whole lead body while screwing down the lead. The stylet could not be inserted into the lead anymore. The lead was extracted and replaced with a new lead. The patient was fine post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.